Event description:
New information received notes that the ICD was reprogrammed and remains implanted. No patient issue was reported.

Event description:
It was reported that the patient had a syncople episode and collapsed on the floor. Review of egm revealed one noise reversion episode with no ventricular pacing due to suspected external noise. Pacemaker inhibition occurred. Further evaluation is planned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.